Manufacturer narrative:
H2: see d4. H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a system fault message. Functional check was conducted and the reported issue was verified. The pump was inspected and a motor test was performed. The pump alarmed and displayed error code 41622 . The error code 41622 can be a problem with high current motor, optic switch, pwa board, or foreign material. It also occurred multiple times in an event history log. The device was opened for further investigation and found that the large bearing was not functioning properly due to the ball inside loose and damaged which resulted in contamination. The damaged large bearing is the cause of the issue. Therefore, the large bearing will be replaced to resolve the issue.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem was verified. Inspected the pump and performed motor test , it alarmed and displayed error code 41622 . The error code 41622 is usually indicate a problem with high current motor, optic switch, or pwa board. It also occurred multiple time in an event history log. The device was opened for further investigation and found that the large bearing was not function properly due to the ball inside loose and damage which result in contamination. The damaged large bearing is the root cause of the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 displayed error 41622. No patient involvement.